Event description:
The pt continued to have chronic pain after neurostimulator implant. After multiple reprogramming sessions, the pt stated that the device did not help her pain and wanted the system removed. The device was explanted.

Manufacturer narrative:
Neurostimulator. Testing of the programmable features and output ranges determined the ins was functioning normally. Lead. Due to the condition of the lead, only a microscopic visual analysis was performed. The lead was segmented multiple times; all the conductors were cut and stretched. The outer insulation was melted and breached (suspected cautery artifact). The #15 weld was broken and the crimp sleeve was pulled out the distal paddle end of the lead. Extensions: the extensions were ok, but cut through (suspected explant damage). Final device analysis revealed 'no significant anomalies.